Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a follow up and the pulse generator exhibited backup vvi operation. A software download restored the device. On (B)(6) the device was explanted and replaced.